Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the adjustable band was being removed due to insufficient weight loss. The band was implanted over one year ago. The surgeon left the balloon intact and when removing the port, the locking mechanism was found to be unlocked and slid proximal to the band. The band was explanted without problem. There was no patient consequence.